Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a large leak. The upper chassis and lower base frame were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported mechanical ventilation was not operating as expected. There was no report of patient involvement.